Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 129 mg/dl. Customer stated that the drive support cap was normal. Customer was able to clear alarm and able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.